Event description:
In 2009, the ventilator alarm went off the staff responded and immediately ambu-bagged the patient. The ventilator was exchanged without any harm or change in the patient's condition. The ventilator was serviced by the manufacturer, and the power supply and power cord were replaced. The ventilator was returned to service.